Event description:
It was reported that the patient was placed on venoarterial extra corporeal membrane oxygenation (va ECMO) due to worsening right ventricle failure post-operatively. The low flow alarm threshold was adjusted on both of the patient's system controllers and a system controller exchange was performed because the patient had persistent low flow alarms. Right heart failure existed pre-left ventricular assist device implant and the device did not contribute to right heart failure. The patient had multi-system organ failure and the va ECMO did not resolve the issues. The patient passed away in the intensive care unit on (B)(6) 2023 after addition of maximal support but continued deterioration from multi-system organ failure. The pump functioned as intended and it won't be explanted or returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the report of low flow alarms was confirmed through the on-site evaluation conducted by abbott representative; however, a specific cause for these events could not be determined through this evaluation. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse event, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right heart failure, renal failure, and respiratory failure. The device did not contribute to respiratory or renal failure. The cause of respiratory failure was metabolic. The onset date of the renal failure was (B)(6) 2023. These system failures were confirmed through lab results as well as the patient's oliguria.